Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic, intermittent ventricular pacing was noted on the patient's device. The patient had chronic chest pain before the device implant. In clinic interrogation did not exhibit any pacing issue other than intermittent ventricular pacing. Programming changes were made. The patient was stable.